Event description:
It was reported that cadd solis pump won't prime, intermittent inaccurate volume. No further details provided.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. The reported complaint was not duplicated. No issues were found with the pump's priming function. An accuracy test was performed, and the results were in specification of +or -3. Root cause is unknown, no action needed.